Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the power cord damaged, and the wires exposed at the base of the device. The blue flow button was detached. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the foot pedal(fms vue/nextra) would have contributed to the complained issue. Based on the investigation findings, the potential cause for the cord condition is traced to the heavy use while trying to handle the cord. As per instructions for use (IFU), prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use it, and it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the foot pedal (fms vue/nextra) device was frayed. It was reported that the event did not occur during surgery. During in-house engineering evaluation, it was determined that the device fell apart. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.